Event description:
It was reported that the patient, who was a participant in the (B)(6) study, had a lead exhibit abnormal pacing impedance with a rise in resistance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Additional information received indicated the lead impedance decreased to 100 ohms. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.